Event description:
Information received by medtronic indicated that the battery module was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated big cracked at the battery module. Pump received with cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Pump passed the displacement test.